Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was noted to have been severed and returned in two segments. Visual observation noted the presence of set screw and spring connection marks on the lead terminal pins, extracting stylet was returned stuck in the tip segment of the lead and dried blood/body fluid was noted in the lumen. Analysis confirmed an insulation abrasion through to the rate/sense conductor coil.

Manufacturer narrative:
As of today, this product has not been returned. When the lead is returned, and analysis has been completed, this investigation will be updated.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. During the explant procedure, an insulation break was observed on this right ventricular lead, and it will be returned for analysis. There was no report of adverse patient effects due to the explant procedure, and a new system was successfully implanted.

Event description:
Additional information was received indicating that this product has been returned.